Event description:
The physician attempted to deploy an endeavor resolute 2.50 x 30 mm rx drug eluting stent. The target lesion was in the mid rca and had 85% stenosis. The lesion length was 30 mm. Initially a pre-dilatation was carried out using a sprinter 1.5 x 20 mm x balloon. Resistance was encountered and force was used to advance the endeavor resolute device. The endeavor resolute stent could not cross the lesion. When it was removed it was reported that the strut of the stent was damaged. Another stent was used. There was no injury to the patient. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: failure to follow instructions (use of force to advance device when resistance was encountered). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (lesion had 85 % stenosis). No results available since no evaluation was performed (device or procedural images not provided for review). Evaluation conclusion: failure to follow instructions (use of force to advance device when resistance was encountered). Known inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (lesion had 85 % stenosis). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the distal tip was slightly flared. The stent was positioned correctly on the balloon. No damage was noted to any of the stent segments.